Manufacturer narrative:
Investigation summary: bd received six (6) photos for investigation. After review and analysis of the customer photos, multiple tubes within the photos were seen with additive abnormality. A total of 30 retained samples were subjected to visual inspection for additive abnormality, and all 30 samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, eight (8) tubes exhibited additive abnormality. No adverse impact was reported regarding the patient or user.